Event description:
The complainant alleged that during biomed testing of the device, they found that the universal cable was causing the external paddles to intermittently not discharge and caused the device to display different message such as "poor pad contact" and "defib pad short". The complainant indicated that there was no pt involvement in the reported malfunction.